Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used.

Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used.